Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining non-reproducible falsely elevated total beta - human chorionic gonadotropin (tbhcg) results for several patients generated on the unicel dxi 800 access immunoassay system used in conjunction with access total b-hcg reagent (lot # 116491) and access total b-hcg calibrator (lot # 119436). This event occurred over several days ranging from (B)(6) 2012. This report documents the results obtained on (B)(6) 2012 for five (5) patient samples. The false results were not reported out of the laboratory. The customer performs all tests in duplicates for verification purposes prior to reporting results out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer indicated that the samples were collected in serum separator tubes. The tubes are inverted 5-10 times after sample draw and centrifuged for 10 minutes at 3200 rpm. The customer also indicated that qc has been performing within the laboratory specifications prior to and after the event. Per the customer supplied data, the instrument did not produce any flags in connection to these results. A summary of the customer's system checks show sporadic failing parameters. A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse installed new dispense and aspirate tubes. The fse cleaned and reassembled all precision, wash, and sample pumps. The fse also properly re-aligned the reagent pipette and the aspirate probe arm positions. The fse returned onsite on (B)(4) 2012 and re-aligned the reagent pack position and cleaned the sample pipette tube and the upper right card cage fan. The issue was resolved as of (B)(4) 2012. A definitive root cause has not been determined to date. The following mdrs (total count: 15) listed below includes the complete list of reports submitted for this event that occurred at this customer site: 2122870-2012-01315, 2122870-2012-01316, 2122870-2012-01317, 2122870-2012-01318, 2122870-2012-01319, 2122870-2012-01321, 2122870-2012-01322, 2122870-2012-01323, 2122870-2012-01324, 2122870-2012-01325, 2122870-2012-01326, 2122870-2012-01327, 2122870-2012-01328, 2122870-2012-01329.